Event description:
(B)(4). Increasing pelvic pain, constant cramping, abnormal periods, hot flashes, night sweats, longer menstrual cycles, sexual dysfunction, severe hip pain, all over body aches, headaches, tingling and numbness in hands, brain fog, mood swings, forgetfulness, low ferritin, vitamin d deficiency, gluten sensitivity, hives, skin irritation, general itchiness, heart palpitations, insomnia, dry skin, excessive sweating

Event description:
#Medwatcher #follow up1 #FDA mw5045078 #(B)(4). Update: had a total hysterectomy on (B)(6) 2015. Pathology report found adenomyosis and a fibroid. Currently going through testing to determine if I have ra or lupus or if I have fibromyalgia.

Event description:
(B)(4). Update: had a total hysterectomy on (B)(6) 2015. Pathology report found adenomyosis and a fibroid. Currently going through testing to determine if I have ra or lupus or if I have fibromyalgia.